Event description:
Pt underwent hip resurfacing arthroplasty. Procedure went well without complications. On postoperative follow up the hip prosthesis was noted to have "failed", requiring surgical replacement. Pt is now doing well.